Manufacturer narrative:
Patient weight and ethnicity: unknown/ not provided. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye due to subjective poor visual quality, glare, halo, dysphotopsia, and the patient was very dissatisfied with outcome. Measured acuity was good: ranging from 20/20 to 20/30 and j1-j2 vision. Refractive error measured at -0.25+0.50 x 012. Retinal optical coherence tomography (oct) and corneal surface did not adequately explain patient symptoms. Patient felt that her vision was like looking through vaseline and after 2 months of failed adaptation, it was decided an exchange was the best course. There was no incision enlargement, no vitrectomy, no sutures done. Suspect iol was replaced with model zcb00 23.0 d (B)(4). There was no patient post-operative (op) injury. Patient is improving post-op, satisfied with vision after exchange so far. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan, 12, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the haptics and optic body and that the lens was received cut in half. Based on the return condition of the lens, no further evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.